Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; complex endovascular aneurysm repair is associated with higher perioperative mortality but not late mortality compared with infrarenal endovascular aneurysm repair among octogenarians kenneth tran, andy m. Lee, graeme e. Mcfarland, michael d. Sgroi, and jason t. Lee division of vascular surgery, stanford university medical center. Https://doi.org/10.1016/j.jvs.2018.04.064. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and talent stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The following events were reported; death; death due to bowel ischemia, aspiration pneumonia leading to septic shock and cardiac cause.